Manufacturer narrative:
The reported complaint of autopulse platform system (sn 10919) generated 'system error, out of service, revert to manual CPR' was confirmed during functional test and archive data. The most probable cause was due to processor board. During visual inspection, there were no physical damages observed on the autopulse platform system. Unable to perform functional testing due to 'system error, out of service, revert to manual CPR' message displayed upon powering up the platform. A review of the autopulse's archive data was performed it indicated latched error 136 internal parameter corruption, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform system (sn (B)(4)) generated 'system error, out of service, revert to manual CPR', circumstances are not known. No consequences or impact to patient.